Manufacturer narrative:
Concomitant medical devices: product ID: 3487a, implanted: (B)(6) 2015, product type: lead. Product ID: 7489, implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The patient reported via the company representative (rep) that the patient noted pus near the connection point between the "catheter" and extension. Infection was noted. The patient felt a jolt sensation in the same point, and after a few minutes no paresthesia. The patient was going to call his physician for a follow up in the hospital. It was unknown what led to this event, maybe an impedance issue. Diagnostics/troubleshooting has not yet been performed. The issue was not resolved at the time of this report. The rep will obtain more information from the patient's health care provider (hcp) in about two weeks. About a week later the rep confirmed that the patient did not have any falls or trauma before the no paresthesia. The cause of the event was unknown. The issue was not resolved yet. About ten days later the rep reported that the patient did not attend the follow up visit and the physician did not have information on the status of the event. If additional information is received, a follow up report will be sent.

Event description:
The rep reported a month after the initial report that they had no further information about the patient. The patient "has not been tracked."